Manufacturer narrative:
Exact date unknown, event occurred a year ago from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients leads had migrated down which was confirmed through fluoroscopy. The patient underwent a revision procedure wherein the leads were replaced with a paddle lead. The patient was doing well postoperatively and explanted leads will not be returned.